Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va361wt, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on 2025-oct-20 from a healthcare provider (hcp) regarding a patient who was implanted with an implantable n eurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that high impedances of 4000 ohms were encountered on the day of surgery. To troubleshoot the issue, the battery was disconnected from the lead and ensured the connection sites were clean and dry. The battery was reconnected to the lead but the set screw in the battery would not tighten down. The torque wrench was used, and the provider pushed down on the screw, heard the "click", and the lead would not stay connected to the battery. After a few attempts, the battery was switched out for a new one.

Manufacturer narrative:
H3: analysis on the implantable neurostimulator (ins) (s/n: (B)(6)) revealed the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that reason for surgery was to replace the lead.